Manufacturer narrative:
Received medical records: a vena cava filter was deployed on (B)(6) 2007 successfully for protection of pe. A laparoscopic cholecystectomy performed two months post filter deployment. Patient was admitted three days post-surgical procedure for abdominal pain and flulike symptoms. Act scan the abdomen was performed that demonstrated a tilted filter with two filter limbs perforating the ivc wall. On (B)(6) 2008 the filter was successfully removed without incident, another filter was deployed infrarenal. A detached fragment of the filter limb was discovered during the filter retrieval and remained embedded in the ivc wall.

Event description:
New information from medical records: the vena cava filter was successfully retrieved six months post filter deployment; however, the detached limb remained embedded in the ivc wall. Another filter(different manufacturer) was deployed successfully. No reported patient injury.

Manufacturer narrative:
No device, no medical records and no medical images have been made available to the manufacturer. As the product catalog and lot numbers for the device have not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device status unknown.

Event description:
It was reported that approximately five months post vena cava filter deployment; allegedly a detached filter limb migrated and perforated the ivc wall. Reportedly, the filter was tilted. No information was provided if the filter was retrieve successfully; although, it was reported that the detached filter limb could not be removed and remains in the ivc wall. The patient status at this time is unknown.